Event description:
It was reported that during electrocardiogram (egm) collection the markings of this patient's atrial arrhythmia is so sporadic it then suddenly stops marking the atrial deflections on the egm from the device data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.